Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Concomitant products: kdr721 implantable pacemaker (B)(6) 2005; 5054 implantable pacing lead (B)(6) 2005.(B)(4).

Event description:
It was reported that the atrial lead dislodged and was attempted to be repositioned but high impedance was noted through the analyzer. It was also reported that the atrial lead was suspected to have fractured. The atrial lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.